Manufacturer narrative:
Device evaluation: analysis of the returned device identified, broken shell, brown particles in the shell and underweight. A visual and microscopic analysis was performed which identified, striated broken on anterior, broken crease sharp on radius, non-penetrating nicks, missing shell, creases fold and observed, 40 mm dark patch edge material inside gel device. Based on the device analysis, the final assessment is: a striated broken on anterior assessed, as surgical damage. Missing shell assessed, as inconclusive. A broken crease sharp on radius assessed, as fold flaw opening.

Event description:
Healthcare professional reported, rupture on the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on the left side. The device has been explanted.